Manufacturer narrative:
Not returned to manufacturer.

Event description:
It was reported that patient underwent total hip arthroplasty and subsequently is having unknown issues. Attempts have been made and no further information has been provided. Tm natural acetabular cup is the only tmt design controlled part.

Event description:
It was reported the patient has been experiencing pain post right total hip arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6) this follow-up report is being submitted to relay additional information. Updated: a2, a3, b4, b5, b7 g4, h1, h2, h3, h6, h10 corrected: b5 d11 medical product trabecular metal natural acetabular cup catalog 00721005828 lot unknown screw catalog 00725005020 lot unknown screw catalog 00725005035 lot unknown screw catalog 00725005035 lot unknown femoral stem catalog 00784501830 lot unknown femoral head catalog 00801802801 lot unknown notes from the patients visit to his surgeon states that the patient has experienced pain in both hips for several years. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
It was reported that patient underwent total hip arthorplasty and subsequently is having unknown issues. Patient's sister wanted to know if devices were involved in a recall. Only tm natural acetabular cup and peripheral screws are the tmt design controlled parts. No device or photos were received; therefore the condition of the device is unknown. The lot numbers of the product are unknown; therefore the device history records could not be reviewed. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information through (B)(4). Linked with this complaint to review all other documents required. No further details were available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this complaint shall be updated. In conclusion, based on the investigation results, it is not suspected that the tm monoblock cup and/or peripheral bone screws failed to meet specifications. The investigation could not verify or identify any evidence of the tm monoblock cup and/or peripheral bone screws contributing to the reported problem. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. There are no recall records for the tmt design controlled parts based on the quality database search history.